Event description:
It was reported by the rep that the device was used during a sigmoid colectomy. It was reported the tx60b was used to close common stoma created by a side to side anastomosis. When the surgeon fired the stapler all the staples did not form completely. The surgeon used another stapler to continue with the procedure.